Manufacturer narrative:
Investigation summary: it was reported the clinician experiencing a lot of resistance when trying to flush ivs. To aid in the investigation, one sample was received for evaluation by our quality team. The sample came with no packaging flow wrap and the rubber stopper at the 8ml mark of the graduation scale. A visual inspection was performed and no defects or imperfections were observed. The sample was then tested for sustaining force, which is the force applied to the plunger rod while moving downwards when expelling the saline solution, and the result was within specification. It could be possible the customer had some product on the higher end of specification inducing more force than normal required to expel the solution. A device history record review was completed for provided material number 306546, lot number 0350040. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Previous investigations have revealed that improper silicone application within the syringe barrel can create plunger resistance. Several quality initiatives have been implemented on our manufacturing line to ensure that the silicone application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the silicone is uniformly applied to the syringe barrel.

Event description:
It was reported when using the bd posiflush¿ normal saline syringe the plunger movement was difficult. The following information was provided by the initial reporter: "the clinician was experiencing a lot of resistance when trying to flush IV's. This resistance is causing the care provider to believe the IV is bad and the IV was removed. This is created another IV stick for the patient."